Manufacturer narrative:
The instructions for use are provided to the healthcare and include the following: warnings: do not use the zio® xt patch on patients with known allergic reaction to adhesives or hydrogels or family history of adhesive skin allergies. Precautions: patients with sensitive skin or known skin conditions should use the zio® xt patch with caution. If irritation such as redness, severe itching or allergic symptoms (i.e. Hives) develop, instruct patients to remove the zio® xt patch immediately.

Event description:
The patient presented contact dermatitis to their healthcare provider where treatment was prescribed. The patient reported that after 11 days the device burned her skin. Follow up conversations with the patient indicated that her skin is resolving with physician treatment.